Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Non-physiologic sensing integrity counter (sic); 108 ventricular sics recorded since (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short v-v intervals and there was t-wave oversensing (twos) noted in the stored data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.